Event description:
The patient reported, they have experienced pain in their neck from the dbs leads; when lying on the wires "it makes it numb or hurts" and he can't sleep. The patient has changed his sleeping position, and bed pillow, but the pain has not stopped, it only hurts when he tries to sleep. At follow-up, the device was checked by the physician and "everything checks out fine." The patient was redirected to report symptoms to the hcp. Additional information has been requested from the physician. Refer to MFR report #6000153200703291.